Event description:
International customer reported that a patient complained of stomach pain one day following device implant. Information provided is that the device was adhered to the intestines and there was an infection present. However ,it is unknown at this time how this was determined. The patient was returned to surgery in 2007 for unknown procedure. No further information was provided.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.